Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false atrial fibrillation (af) episodes due to premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.